Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, at (B)(6) hospital in (B)(6), the CT department reported that when using the ruima s for patient puncture, blood immediately began to ooze from the white section of the positive-pressure connector. The client had not unscrewed it; blood began to leak immediately after the injection. It appeared that the white section was open to the atmosphere and not sealed. Subsequently, nurses switched to using a heparin cap.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#5300752): 1)the products of this batch were assembled at intima ii auto line 3 in nov 2025, and packaged at r245 package line in nov 2025. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the smartsite batches used in this batch of products are 25048929 and 25054039, review the incoming inspection results, no abnormalities. 5)according to the production information provided by the tijuana factory in mexico: the production time of batch 25048929 is apr 2025, with a production quantity of (B)(4), and the production time of batch 25054039 is also jun 2025, with a production quantity of (B)(4). 2. The customer returned four photos and did not return the defective sample. The photos show that the part number is 383068 and the lot number is 5300752. Blood is observed leaking from the head of the smartsite component of the sample. 3. The retained sample of this batch is taken for visual inspection, no damage or abnormalities were observed at the smartsite connector. A 45 psi leak test was performed on the sample, and no leakage was observed at any part of the sample. 4. The suzhou plant contacted the tijuana factory in mexico (a smartsite supplier) and they provided the production information of the smartsite batch used in the complaint batch. There was no qn during the production process. As no samples were returned, further analysis could not be carried out. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and the retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows leakage occurred at the smart site connector, since no defective sample has been received for relevant tests, and the usage of the sample is unknown, the root cause of the leakage cannot be determined. The complaint is an isolated incident, and the plant will continue to track and trend for this issue.